Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d9; h3. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02630.

Event description:
It was reported that a 36mm -3 head trial was not disengaging from the stem during trialing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. ¿the initial report was forwarded in error and should be voided.